Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 15-sep-2025, it was reported that a beta bionics ilet user experienced hyperglycemia with a blood glucose value of 401 mg/dl after receiving an occlusion alert and a partial meal bolus. The user performed a site change and administered a corrective insulin injection, after which glucose values trended downward. No outside medical intervention was required.